Event description:
It was reported that during patient treatment, the anesthesia workstation had issues with the expiration phase and the patient had difficulties to exhale properly. Alarm for high airway pressure was generated. The patient was disconnected from the anesthesia workstation and was ventilated manually. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported issues have not been reproduced during the investigation of the returned patient cassette. The received logs contain clinical alarms and also technical alarms suggesting that the expiratory and or inspiratory one way valves in the patient cassette may have been intermittently stuck during the event. Without being able to reproduce the fault, the true cause of the experienced event cannot with certainty be determined.

Event description:
Manufacturer´s ref #: (B)(4).